Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy evo o2 ventilator. The device's error log was available, and a ventilator service required alarm relating to a pressure sensor mismatch error is present. It is noted that the device continued to operate. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy evo o2 ventilator. The device's error log was available, and a ventilator service required alarm relating to a pressure sensor mismatch error is present. It is noted that the device continued to operate. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the technician confirms the ventilator service required alarm sounded. A pressure sensor mismatch error was found in the device's error log. The technician states that the flow sensor was replaced to resolve the issue. Additionally, a battery not charging fault was also found in the device's error log. The internal and detachable battery were replaced to resolve the issue. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.